Event description:
Approx 4 months post-op xrays, it was reported that the surgeon noticed a foreign object located in the pt's lumbar area. The pt underwent a second surgical procedure to remove the fractured piece. After the removal, the piece was noted to be the fractured tip of a driver instrument. No other pt complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is no possible. Unable to determine the cause of the event.